Event description:
Post-op control x-ray revealed a femoral bone fracture. At 5 days after the primary, the surgeon revised stem, head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 2007191: 59 items manufactured and released on (B)(6) 2020. Expiration date: 2025-10-23. No anomalies found related to the problem. To date, 51 items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Revision 5 days after the primary tha due to femoral fracture revealed from a post-op control x-ray. From the poor quality image received, the fracture seems to be of high energy type but the report does not mention any traumatic event. The surgeon revised stem, head and liner and the surgery was completed successfully. Femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.